Event description:
It was reported there was a stimulation issue. The patient experienced a "big attack of pain for a couple of days" back in (B)(6) 2012. Ever since then she has had pain right at the second electrode from the center of her head. Patient had the implantable neurostimulator (ins) turned off since then but still encountered pain. If the patient pressed on the area the pain becomes "severe." Patient denied and body trauma/falls. Patient stated no one is doing anything about this issue. Follow up with medtronic representative reported they were not aware of any additional reprogramming performed or impedance measurements. They were not aware of any surgical interventions planned or performed. They were also not aware of the patient outcome. No further information was reported.

Event description:
It was reported, the physician had to make three attempts to complete implantation. Adjustment to the stimulation was never effectively done. The results were not satisfactory for patient. There was an issue at the pain level. The patient had experienced pain at the electrode level for the last two months. A manufacturer representative was present at one of the follow up appointments and stated that the electrode was too close to the nerve and too powerful, but the problem had not been corrected. The patient waited a long time to see if there would be some amelioration but had gotten progressively worse. The patient wanted the implantable neurostimulator (ins) removed. The ins had been turned off and patient was still experiencing pain. The hospital had said that it was due to inflammation on nerve and no one had given directive to provide relief. The patient had an appointment with the physician on (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37083-60 lot#, serial# (B)(4), implanted: 2009 (B)(4), explanted: product typ extension product ID 3587a-25, lot# b0835327k, serial# implanted: 2009 (B)(6), explanted: product typ lead product ID 3550-31, lot# b0941894k, serial# implanted: explanted: product typ screening device. (B)(4).